Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes ((B)(4) ) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span april 22, 2010 through september 1, 2011 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: obesity 2/15/11: 269 lbs.; bmi 34.54 3/21/11: 251 lbs.; bmi 32.23 2005 pulmonary embolism [pe] 4/22/10: ¿on coumadin for pe 5 yrs ago.¿ 4/14/11: warfarin meckel¿s diverticulitis hypertension nephrolithiasis gastroesophageal reflux disease surgical procedures: (B)(6) 2010: laparoscopic assisted small bowel resection for meckle¿s diverticulum relevant medical information: (B)(6) 2010: discharge summary. ¿dx [diagnosis]: meckel¿s diverticulitis. Hospital course: admitted w/3 days of abd [abdominal] pain and distention.¿ ¿f/u [follow-up] surgery in 2 weeks. Recommend surgery for resection of meckel¿s in 8 weeks.¿ (B)(6) 2010: laparoscopy diagnostic. Small bowel resection. ¿findings: meckel¿s diverticulum.¿ ¿an open approach was used to access the abdominal cavity at the umbilicus. No injury to internal organs occurred during this approach.¿ ¿the abdominal cavity was surveyed and the gallbladder, stomach, omentum, remainder of colon and anterior abdominal wall were without disease. The patient was positioned and the small bowel was run retrogradely from the ileocecal valve to the ligament of treitz. There was an elongated meckel¿s diverticulum about 100 cm proximal to the ileocecal valve, which was grasped and saved. There were no other small bowel abnormalities. The umbilical incision was extended superiorly for tumor extraction, a wound protector was placed and the small bowel about the meckel¿s diverticulum was delivered through the wound. The bowel was divided proximally and distally to the pathology with a blued load gia stapler, and the corresponding mesentery was divided using a combination of electrocautery, harmonic scalpel and 2-0 silk ties. The specimen was passed off the field, and later examined. There was a meckel¿s diverticulum, well within the margins of our surgical specimen. We then performed our side to side stapled anastomosis. Briefly, blue towels were placed to cover the wound, and the terminal ileum and transverse colon were aligned with mesentery adjacent to each other after confirming there was no mesenteric twisting. The antimesenteric corners of the staple lines were removed and the arms of the 60mm blue endo gia stapler were passed along the lumina of the bowel. The stapler was fired and the staple lines were inspected and confirmed to be hemostatic. A ta-60 stapler closed the resultant defect. A 3-0 silk crotch stitch was thrown to protect the anastomosis and omentum was used to cover the anastomosis. The anastomosis was dropped back into the abdomen and the midline wound fascia was closed with running 0 maxon sutures and the fascia was injected with ¼% marcaine with epinephrine.¿ discharge summary. ¿hospital course: admitted after small bowel resection. Postop, uneventful course. Discharge meds: continue taking enoxaparin (lovenox), warfarin (coumadin).¿ implant preoperative complaints: (B)(6) 2011: ¿presents w/ an intermittent bulge at umbilical site. It doesn¿t get stuck, turn red, is not associated w/ constipation, obstipation or n/v [nausea/vomiting]. Has lost 35 lbs in last 6 months. Exam: abdomen; soft, nontender, nondistended, no masses. Periumbilical incisional hernia, nontender and reducible. Impression: incisional hernia. Plan: laparoscopic incisional hernia repair.¿ (B)(6) 2011: ¿preoperative appointment for laparoscopic incisional hernia repair. Underwent a laparoscopic assisted small bowel resection for a meckel¿s diverticulum in (B)(6) 2010, and has since developed a hernia at umbilical extraction site.¿ implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® biomaterial (06428925/1dlmc03) 10cm x 15cm x 1 mm thick, oval. Implant date: (B)(6) 2011 [hospitalization (B)(6) 2011] description of hernia being treated: ¿there was a 3 x 4 cm incisional hernia in the umbilical position with a piece of small bowel that was stuck within the hernia sac. This did not reduce spontaneously or with any retraction. Using shears we carefully dissected around the hernia sac where the small bowel was incarcerated with tremendous care taken to avoid injuring the small bowel. Once the small bowel was freed the abdominal pressure was reduced to 12 and the hernia defect was measured to be 4 x 3 cm, 4 cm laterally with 3 cm vertically. The small bowel where the hernia was dissected off was closely inspected and there was no injury or serosal tear or bilious leakage to indicate a bowel injury. Therefore, we felt safe to proceed with the mesh repair.¿ implant size and fixation: ¿a 15 x 10 cm piece of dual mesh was selected and it was marked north, south, east, west in the usual fashion with the 15 cm going transversely because that was the larger portion of the hernia. The mesh was dunked in saline and the 4 corners were secured with sutures. The mesh was inserted into the abdomen and then an endocatch was used to marionette the 4 corners of the mesh. Once we were satisfied with the position of the mesh, an absorbatack was used to tack the mesh to the abdominal wall circumferentially. The corner sutures were tied down at the fascia and the repair looked good.¿ discharge summary. ¿conditions on discharge: good.¿ explant preoperative complaints: (B)(6) 2011: CT chest/abdomen/pelvis: ¿focally dilated fluid and fecal-filled small bowel loop adjacent to a small bowel anastomosis may be compatible with a partial focal obstruction or ileus. Postoperative pneumoperitoneum. Bilateral nephrolithiasis; no hydronephrosis. Mild bibasilar atelectasis.¿ (B)(6) 2011: ¿history and physical. Reports that has had pain at the site of the repair, but it became severe this morning. Noted pain that radiated from abdomen into shoulder. Some nausea, but no vomiting. Has not passed flatus or had a bm since surgery. Went to palomar hospital today where a CT scan was performed showing focally dilated fluid filled small bowel loops read as focal partial obstruction versus ileus.¿ ¿exam: abdomen soft, +ttp [tender to palpation] at the repair site as well as the incisions.¿ ¿CT scan likely represents ileus from opiates. Does not have peritonitis.¿ (B)(6) 2011: ¿exam: tender with voluntary guarding. No peritoneal signs. Labs improved, but abdominal exam worse. Will take to the operating room for a repeat diagnostic laparoscopy.¿ (B)(6) 2011: ¿preoperative dx: peritonitis.¿ ¿indications for surgery: ¿...53 y.o. Male patient, who had peritonitis on postoperative day #2 after a laparoscopic ventral hernia repair with mesh¿.¿ explant procedure: laparoscopic diagnostic small bowel resection. Explant date: (B)(6) 2011 [hospitalized (B)(6) 2011] ¿findings: intact mesh, contained chronic anastomotic leak from prior small bowel anastomosis. This anastomosis was incarcerated through an internal hernia in the right upper quadrant, and was patent but markedly dilated.¿ ¿... A veress needle was used to access the abdomen at palmer¿s point and pneumoperitoneum was established with 15 mmhg with carbon dioxide. The veress was exchanged for a 5 mm port at this point, and a laparoscope was inserted; no injury to internal organs occurred during this approach. The abdominal cavity was surveyed and the gallbladder, stomach, omentum, remainder of colon and anterior abdominal wall were without disease. The periumbilical dualmesh was intact and not bile stained. Two additional left sided 5 mm ports were inserted, and the patient was positioned and the small bowel was run retrogradely from the ileocecal valve to the ligament of treitz. There was a dilated small bowel anastomosis about 75 cm proximal from the ileocecal valve, which was stuck through a hole in the mesentery in the right upper quadrant. Upon retracting this loop of bowel, there was some feculent material expressed from the loop. We converted to an open approach. The umbilical incision was extended superiorly for evisceration of the small bowel. We carried the incision down through the subcutaneous fat and the linea alba and the dual mesh was encountered. The trocars were removed. The mesh and all of the absorbable tacks were removed and passed off the field. The bowel was then run from ligament of treitz to the ileocecal valve, and the only pathology was around the prior anastomosis. It was held in a chronic cavity within the mesentery in the right upper quadrant, and upon mobilization, there was a pinhole opening on the mesenteric side of the ta60 staple line, with slight leakage. The anastomosis was patent but markedly distended and thinned. We elected to resect the anastomosis. The bowel was divided proximally and distally to the pathology with a blue load gia stapler, and the corresponding mesentery was divided using a combination of electrocautery, 2-0 silk ties, and 3-0 silk stick ties. The specimen was passed off the field, and later examined. We then performed our side to side stapled anastomosis. Briefly, sterile towels were placed to cover the wound, and the proximal and terminal ileum were aligned with mesentery adjacent to each other after confirming there was no mesenteric twisting. The antimesenteric corners of the staple lines were removed and the arms of the 60 mm blue endo gia stapler were passed along the lumina of the bowel. The stapler was fired and the staple lines were inspected and confirmed to be hemostatic. A ta-60 stapler closed the resultant defect.¿ (B)(6) 2011: pathology. ¿dx: small bowel, partial resection. Anastomosis site with acute inflammation and peritonitis. Gross description: case verification performed. Received is a 19.0 cm portion of anastomosed small bowel. The serosal surface is tan and smooth. The anastomosis site is tan with slight purple tint and white fibrinous adherent tissue. Opening reveals a tan mucosa with normal mucosal folds. No distinct perforation or anastomosis leakage is identified.¿ (B)(6) 2011: ¿1-day post-op s/p laparoscopy diagnostic, laparotomy exploratory, colon resection transverse. Contained chronic anastomotic leak from prior small bowel anastomosis. This anastomosis was incarcerated through an internal hernia in the right upper quadrant, and was patent but markedly dilated.¿ (B)(6) 2011: ¿postop ileus seems improved. Restart sips of clears later today. Toradol and simethicone added to reduce narcotic pain med use.¿ (B)(6) 2011: discharge summary. ¿incisional hernia following laparoscopic small bowel resection on (B)(6) 2011 for meckel¿s disease 1 year prior to admission. Postoperatively developed worsening abdominal pain and was taken to the operating room emergently on 04/15/11. A chronic abscess cavity was found in the right upper quadrant, where the prior anastomosis had leaked due to partial obstruction. A small bowel resection was performed, and did well afterwards.¿ (B)(6) 2011: ¿incisions healing well, no erythema, drainage, or hernia recurrence.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight b7: added medical history h6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2011, including records for small bowel resection (2010), were not provided. On (B)(6) 2011: history and physical. ¿cc: preoperative evaluation-lap incisional hernia, (B)(6) 2011 pomerado preoperative questions, hernia. Hpi: preoperative appointment for laparoscopic incisional hernia repair. Underwent a laparoscopic assisted small bowel resection for a meckel¿s diverticulum in 07/00/10, and has since developed a hernia at umbilical extraction site. Lost about 50 pounds in the last year. Hx obesity (wt. 251lb/bmi 32.23). Assessment: umbilical incisional hernia. Plan: laparoscopic incisional hernia repair with mesh.¿ on (B)(6) 2011: operative report. ¿procedure performed: laparoscopic incisional hernia repair with mesh. Pre/postoperative dx: incisional hernia.¿ procedure indications: ¿the patient is a 53 y.o. Man who underwent a laparoscopic small-bowel resection several months ago. He then developed an umbilical hernia. After losing some weight, he elected to undergo a laparoscopic incisional hernia repair with mesh. The risks, benefits, and alternatives of this surgery were described to the patient preoperatively.¿ procedure: ¿patient was taken to the operating room. He was given preoperative antibiotics and subcutaneous heparin. After a timeout procedure involving the entire surgical team, the patient was intubated by anesthesia and placed into a supine position. His abdomen was clipped, prepped, and draped in the usual fashion, and another timeout procedure was performed involving the entire surgical team. A veress needle approach was used to access the abdomen and palmer point. The abdominal pressure was insufflated to 15 and then a 5 mm trocar was placed through the position. A laparoscope was inserted. The abdomen was inspected and there was no injury from laparoscopic entry. The liver, abdominal wall, and colon were normal. There was a 3 x 4 cm incisional hernia in the umbilical position with a piece of small bowel that was stuck within the hernia sac. This did not reduce spontaneously or with any retraction. Using shears we carefully dissected around the hernia sac where the small bowel was incarcerated with tremendous care taken to avoid injuring the small bowel. Once the small bowel was freed the abdominal pressure was reduced to 12 and the hernia defect was measured to be 4 x 3 cm, 4 cm laterally with 3 cm vertically. The small bowel where the hernia was dissected off was closely inspected and there was no injury or serosal tear or bilious leakage to indicate a bowel injury. Therefore, we felt safe to proceed with the mesh repair. A 15 x 10 cm piece of dual mesh was selected and it was marked north, south, east, west in the usual fashion with the 15 cm going transversely because that was the larger portion of the hernia. The mesh was dunked in saline and the 4 corners were secured with sutures. The mesh was inserted into the abdomen and then an endocatch was used to marionette the 4 corners of the mesh. Once we were satisfied with the position of the mesh, an absorbatack was used to tack the mesh to the abdominal wall circumferentially. The corner sutures were tied down at the fascia and the repair looked good. Next, the 10 mm ports were then closed with a 0 vicryl suture placed via an endo stitch technique, and these were both secure. The 5 mm ports were removed under direct visualization, and the skin was closed with a 4-0 biosyn suture.¿ on (B)(6) 2011: intraoperative nurses¿ notes. ¿procedure: hernia repair laparoscopic incisional hernia repair with mesh. Asa class: 3. Implant record: gore dualmesh® biomaterial. Cat# 1dlmc03. Serial/lot# (B)(6). Implant site: abdomen. Quantity: 1. Size: 0. Manufacturer: w.l. Gore. Expiration date: 2013/11.¿ the records confirm a gore dualmesh® biomaterial (1dlmc03/06428925) was implanted during the procedure. On (B)(6) 2011 : discharge summary. ¿final dx: incisional hernia repair. Name of procedure: laparoscopic, lysis of adhesions, mesh repair. Significant findings: incarcerated small bowel. Conditions on discharge: good.¿ on (B)(6) 2011: radiology. ¿CT thorax/abdo/pelvis-IV contrast only. Indication: abdominal pain, recent surgery. Impression: focally dilated fluid and fecal-filled small bowel loop adjacent to a small bowel anastomosis may be compatible with a partial focal obstruction or ileus. Postoperative pneumoperitoneum. Bilateral nephrolithiasis; no hydronephrosis. Mild bibasilar atelectasis.¿ on (B)(6) 2011: history and physical. ¿cc: post-operative pain, abdominal pain. Hpi: s/p laparoscopic repair of an incisional hernia yesterday by dr. M. Tomassi. Reports that has had pain at the site of the repair, but it became severe this morning. Noted pain that radiated from abdomen into shoulder. Some nausea, but no vomiting. Has not passed flatus or had a bm since surgery. Went to palomar hospital today where a CT scan was performed showing focally dilated fluid filled small bowel loops read as focal partial obstruction versus ileus. Ros: abdominal pain, mild nausea, no vomiting, flatus or bms. Exam: abdomen soft, +ttp [tender to palpation] at the repair site as well as the incisions. No peritonitis. Impression: s/p laparoscopic incisional hernia repair yesterday. Plan: not vomiting; CT scan likely represents ileus from opiates. Does not have peritonitis. Pain is not being controlled at home, will admit for pain control.¿ on (B)(6) 2011: inpatient progress note. ¿laparoscopic ventral hernia repair-postoperative day 2. Subjective/interval: admitted yesterday for pain control. Reports good pain until midday yesterday, when developed pain in shoulders and abdomen. Pain has somewhat improved. Exam: abdomen: tender with voluntary guarding. No peritoneal signs. Labs improved, but abdominal exam worse. Will take to the operating room for a repeat diagnostic laparoscopy. Specific risks of pain, bleeding, infection, wound complications, possible laparotomy, possible bowel resection, possible mesh removal, and the possibility of needing additional procedures, were all discussed with the patient.¿ on (B)(6) 2011 operative report. ¿procedure: laparoscopy diagnostic small bowel resection. Preoperative dx: peritonitis. Specimen ID: small bowel anastomosis. Type: permanent with preservative. Sent to: pathology. Ebl: 200 ml. Indications for surgery: ¿[patient] is a 53 y.o male patient, who had peritonitis on postoperative day #2 after a laparoscopic ventral hernia repair with mesh. After informed consent was obtained¿with elucidation of the risks of surgery, specifically including conversion to open, midline laparotomy, anastomotic leak, temporary ostomy, or need for additional procedures¿the patient was brought to the operating room for procedure: laparoscopy diagnostic. Findings: ¿intact mesh, contained chronic anastomotic leak from prior small bowel anastomosis. This anastomosis was incarcerated through an internal hernia in the right upper quadrant, and was patent but markedly dilated.¿ procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed in supine position. A time-out was performed to confirm patient and procedure. The patient received preoperative antibiotics. Sequential compression devices were been placed on the patient¿s leg and she [sic] received prophylactic subcutaneous heparin, and general anesthesia was established. A foley catheter was placed and the patient was prepped and draped. A second time-out was performed confirming patient and procedure, and a veress needle was used to access the abdomen at palmer¿s point and pneumoperitoneum was established with 15 mmhg with carbon dioxide. The veress was exchanged for a 5 mm port at this point, and a laparoscope was inserted; no injury to internal organs occurred during this approach. The abdominal cavity was surveyed and the gallbladder, stomach, omentum, remainder of colon and anterior abdominal wall were without disease. The periumbilical dualmesh was intact and not bile stained. Two additional left sided 5 mm ports were inserted, and the patient was positioned and the small bowel was run retrogradely from the ileocecal valve to the ligament of treitz. There was a dilated small bowel anastomosis about 75 cm proximal from the ileocecal valve, which was stuck through a hole in the mesentery in the right upper quadrant. Upon retracting this loop of bowel, there was some feculent material expressed from the loop. We converted to an open approach. The umbilical incision was extended superiorly for evisceration of the small bowel. We carried the incision down through the subcutaneous fat and the linea alba, and the dual mesh was encountered. The trocars were removed. The mesh and all of the absorbable tacks were removed and passed off the field. The bowel was then run from ligament of treitz to the ileocecal valve, and the only pathology was around the prior anastomosis. It was held in a chronic cavity within the mesentery in the right upper quadrant, and upon mobilization, there was a pinhole opening on the mesenteric side of the ta60 staple line, with slight leakage. The anastomosis was patent but markedly distended and thinned. We elected to resect the anastomosis. The bowel was divided proximally and distally to the pathology with a blue load gia stapler, and the corresponding mesentery was divided using a combination of electrocautery, 2-0 silk ties, and 3-0 silk stick ties. The specimen was passed off the field, and later examined. We then performed our side to side stapled anastomosis. Briefly, sterile towels were placed to cover the wound, and the proximal and terminal ileum were aligned with mesentery adjacent to each other after confirming there was no mesenteric twisting. The antimesenteric corners of the staple lines were removed and the arms of the 60 mm blue endo gia stapler were passed along the lumina of the bowel. The stapler was fired and the staple lines were inspected and confirmed to be hemostatic. A ta-60 stapler closed the resultant defect. A 3-0 silk crotch stitch was thrown to protect the anastomosis and omentum was used to cover the anastomosis. There was excellent hemostasis. Then after irrigating the abdomen with 2 liters of warm saline, the anastomosis was dropped back into the abdomen and the midline wound fascia was closed with running 0 maxon sutures and interrupted 0 vicryl sutures. The skin was closed with staples.¿ there is no mention of infection involving the gore device. On (B)(6) 2011: pathology report. ¿collected: 04/15/11. Received: 04/18/11. Case#: sdxs11-17623. Final pathologic dx: small bowel, partial resection. Anastomosis site with acute inflammation and peritonitis. Gross description: case verification performed. Received is a 19.0 cm portion of anastomosed small bowel. The serosal surface is tan and smooth. The anastomosis site is tan with slight purple tint and white fibrinous adherent tissue. Opening reveals a tan mucosa with normal mucosal folds. No distinct perforation or anastomosis leakage is identified. No lymph nodes are identified within the scant attached adipose tissue. Rsx4. Cassette summary: 1-2 margins; 3-4 representative anastomosis site.¿ on (B)(6) 2011: inpatient progress note. ¿assessment: 1 day post-op s/p laparoscopy diagnostic, laparotomy exploratory, colon resection transverse. Contained chronic anastomotic leak from prior small bowel anastomosis. This anastomosis was incarcerated through an internal hernia in the right upper quadrant, and was patent but markedly dilated.¿ on (B)(6) 2011 : discharge summary. ¿date of admission: 04/14/11. Date of discharge: 04/23/11. Discharge dx: peritonitis (postoperative pain). Procedures or operations: laparoscopy diagnostic laparotomy exploratory colon resection transverse 04/15/11. Summary of hospital course: incisional hernia following laparoscopic small bowel resection on 04/13/11 for meckel¿s disease 1 year prior to admission. Postoperatively developed worsening abdominal pain and was taken to the operating room emergently on 04/15/11. A chronic abscess cavity was found in the right upper quadrant, where the prior anastomosis had leaked due to partial obstruction. A small bowel resection was performed, and did well afterwards. Activity level: your activity level should be: encourage walking or regular exercise, no heavy lifting and no strenuous exercise. Return to work: light duty in 1 week. Unrestricted duty in 1 month.¿ on (B)(6) 2011: operative report. ¿procedure performed: repair recurrent ventral incisional hernia with component separation and biologic mesh. Pre/postoperative dx: recurrent ventral incisional hernia.¿ indications: ¿the patient is a fairly healthy 53 y.o. Man who had umbilical hernia repair previously with subsequent peritonitis requiring explantation of the mesh. He had persistent recurrent ventral and incisional hernia and requests repair. The indications, risks, benefits and alternatives were discussed with the patient he appeared to understand and agreed to proceed. The patient has a history of pulmonary embolism for which he takes coumadin and has been on lovenox in the perioperative period and will be resumed on his anticoagulation fairly quickly.¿ operative findings: ¿there was moderate ventral incisional hernia that was not incarcerated.¿ procedure: ¿with the patient supine, following satisfactory induction of general anesthesia the abdomen was prepped and draped in sterile fashion. The abdomen was entered through a midline incision extending just somewhat above the prior midline incision. The fascia was carefully incised and the hernia sac was defined. The peritoneal cavity was opened and the hernia sac was defined. The fascial defect was approximately 10 cm in transverse dimension. The hernia sac was very carefully excised. Given the fact that the patient had prior infection, it was decided that component separation repair was warranted. The rectus sheath was entered approximately 1.5 cm lateral to the midline and the rectus muscles were reflected laterally. This allowed easy closure of the fascia in the midline. This was performed with a running looped suture of #1 pds. A piece of zenmatrix [sic] surgical graft was then selected, 10 x 15 cm. This was cut to size and placed as an over-lay in the retrorectus space. This was secured to the posterior rectus sheath with interrupted sutures of 2-0 prolene. The anterior rectus sheath was then released laterally and closed over the repair anteriorly to reapproximate the midline. The wound was infiltrated with 0.5% marcaine with epinephrine for postop pain control. The dead space was obliterated with a running suture of 3-0 vicryl. The skin was closed with a running subcuticular suture of 4-0 vicryl. Mastisol, steri-strips, plain gauze and foam tape completed the dressings.¿ on (B)(6) 2011: intraoperative nurses¿ notes. Implant record: xen matrix surgical graft. Implant site: ventral hernia. Manufacturer: bard. Expiration date: 2013-05. [Agentry-2ppr-kba-00083-90]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6): (B)(6) medical center. (B)(6), md. History and physical. Hpi: abd pain, bloating that began (B)(6) 2020. Pain worse rlq; feels distended. Seen in palomar ed w/ CT scan showing meckel¿s diverticulitis w/ poss micro-perforation. On coumadin for pe 5 yrs ago. Exam: abdomen; soft, slight distention, tender rlq. No peritoneal signs. Healed rt inguinal hernia repair scar, no hernia palpated. No ventral hernia. Impression: meckel¿s diverticulitis, hx pe, nephrolithiasis. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Discharge summary. Dx: meckel¿s diverticulitis. Hospital course: admitted w/ 3 days of abd pain and distention. Kept npo, given IV abx. Able to tolerate po without pain, nausea, vomiting. Once able to tolerate regular diet, discharged home. Discharge meds: start taking fondaparinux (arixtra) [blood thinner]. Continue taking warfarin (coumadin) [blood thinner]. F/u dr. (B)(6) surgery in 2 weeks. Recommend surgery for resection of meckel¿s in 8 weeks. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative note. Pre/postop diagnosis: meckel¿s diverticulitis. Procedure(s): laparoscopy diagnostic. Small bowel resection. Anesthesia: general anesthesia, ¼% marcaine with epinephrine. Specimen ID: meckel diverticulum. Type: permanent with preservative. Sent to: pathology. Ebl: 250 ml. Indication: ¿(B)(6) is 52 year old male patient, who had an admission for inflammation of a meckel¿s diverticulum. After informed consent was obtaine, with elucidation of the risks of surgery, specifically including conversion to open, midline laparotomy, anastomotic leak, temporary ostomy, or need for additional procedures, he brought to the operating room for procedure(s): laparoscopy diagnostic.¿ findings: meckel¿s diverticulum. Procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed in supine position. A time-out was performed to confirm patient and procedure. The patient received preoperative antibiotics. Sequential compression devices were been placed on the patient¿s leg and she received prophylactic subcutaneous heparin, and general anesthesia was established. A foley catheter was placed and the patient was prepped and draped. A second time-out was performed confirming patient and procedure, and an open approach was used to access the abdominal cavity at the umbilicus. No injury to internal organs occurred during this approach, a hassan trocar was placed and pneumoperitoneum was established with 15 mmhg with carbon dioxide. Next, under direct visualization, three 5-mm trocars were inserted in the right abdomen lateral to the epigastric vessels. The abdominal cavity was surveyed and the gallbladder, stomach, omentum, remainder of colon and anterior abdominal wall were without dis ease. The patient was positioned and the small bowel was run retrogradely from the ileocecal valve to the ligament of treitz. There was a elongated meckel¿s diverticulum about 100 cm proximal to the ileocecal valve, which was grasped and saved. There were no other small bowel abnormalities. The umbilical incision was extended superiorly for tumor extraction, a wound protector was placed and the small bowel about the meckel¿s diverticulum was delivered through the wound. The bowel was divided proximally and distally to the pathology with a blued load gia stapler, and the corresponding mesentery was divided using a combination of electrocautery, harmonic scalpel and 2-0 silk ties. The specimen was passed off the field, and later examined. There was a meckel¿s diverticulum, well within the margins of our surgical specimen. We then performed our side to side stapled anastomosis. Briefly, blue towels were placed to cover the wound, and the terminal ileum and transverse colon were aligned with mesentery adjacent to each other after confirming there was no mesenteric twisting. The antimesenteric corners of the staple lines were removed and the arms of the 60mm blue endo gia stapler were passed along the lumina of the bowel. The stapler was fired and the staple lines were inspected and confirmed to be hemostatic. A ta-60 stapler closed the resultant defect. A 3-0 silk crotch stitch was thrown to protect the anastomosis and omentum was used to cover the anastomosis. The anastomosis was dropped back into the abdomen and the midline wound fascia was closed with running 0 maxon sutures and the fascia was injected with ¼% marcaine with epinephrine. The abdomen was re-insufflated and inspected. There was very good intraabdominal hemostasis and the anastomosis was resting comfortably in the right upper quadrant without tension or twisting. The trocars were then removed under direct visualization, and the abdomen was desufflated. The skin was closed with subcuticular 4-0 biosyn sutures and the wounds were covered with dermabond. The patient was extubated and transferred to recovery in good condition. Sponge, needle and instrument counts correct at the end of the case. Overall, the patient tolerated the procedure well without complications.¿ (B)(6) 2010: (B)(6) medical center. (B)(6) md. Discharge summary. Discharge dx: meckel¿s diverticulum. Hospital course: admitted after small bowel resection. Postop, uneventful course. At discharge, tolerating diet without nausea/vomiting, pain controlled on oral pain meds. Ambulating around unit without problems. Incision clean, dry, intact. Discharge meds: continue taking enoxaparin (lovenox), warfarin (coumadin). Activity: no lifting over 15 lbs for 4 weeks, may shower, up/walking as normal. F/u dr. (B)(6) 3-4 weeks. (B)(6) 2010: (B)(6) medical center. (B)(6), md. Radiology ¿ CT kub w/o contrast. Indication: flank pain. Findings: small bilateral fat-containing inguinal hernias . Impression: no evidence for acute diverticulitis or small bowel obstruction. (B)(6) 2011: (B)(6) medical offices. (B)(6) md. Office note. Hpi: f/u laparoscopic small bowel resection for bleeding meckel¿s diverticulum (B)(6) 2010, complicated by postoperative bleeding managed nonoperatively. Presents w/ an intermittent bulge at umbilical site. It doesn¿t get stuck, turn red, is not associated w/ constipation, obstipation or n/v. Has lost 35 lbs in last 6 months. Wt 269 lb, bmi 34.54. Exam: abdomen; soft, nontender, nondistended, no masses. Periumbilical incisional hernia, nontender and reducible. Impression: incisional hernia. Plan: laparoscopic incisional hernia repair. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Progress note. Hpi: no further emesis. Denies nausea this am, feels hungry, passing flatus, does not feel distended or bloated. Exam: abdomen; soft, no peritoneal signs, nondistended and bowel sounds present. Wound clean and dry. Impression/plan: postop ileus seems improved. Restart sips of clears later today. Toradol and simethicone added to reduce narcotic pain med use. (B)(6) 2011: (B)(6) outpatient med ctr. (B)(6) md. Office note. Hpi: postop visit. Energy/appetite improving, decreasing incisional pain. Denies f/c, n/v, severe pain. Bowel habits fluctuating between constipation/diarrhea. Pe: incisions healing well, no erythema, drainage, or hernia recurrence. Impression/plan: doing well. Increase fiber in diet. Discussed activity restrictions and risk of hernia recurrence. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, peritonitis, pain, additional surgery. Additional event specific information and medical records have been requested.